Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance during the fill process with cartridges. There was no adverse impact to customer's blood glucose level. Reportedly, the customer used more force and was able to successfully resume insulin delivery.